Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an icl implantable collamer lens in the patient's left eye (os). The lens was explanted. There was no signs glaucoma in the eye. Attempts for additional information have been unsuccessful.